Event description:
A heat and electrical issue was reported with the pump becoming hot to touch and overheating. There was no adverse impact to the customer's blood glucose level. The customer reported that the pump remained functional, despite having the issue occur eight times that year. As a corrective action, the technical support team decided to replace the pump, instructed the customer to use multiple daily injections (mdi) as a backup therapy.